Manufacturer narrative:
The device has not been explanted. If it should be explanted. It is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient complains about sound intermittencies, i.e. The sound is either perfectly audible or absent. In the latter case, the sound comes back b y pushing the skin aside the implant body, but it disappears by rapid head movements. No trauma has been reported. Previously, the patient was a good performer and a very satisfied user.

Manufacturer narrative:
Conclusion: device investigation showed damage to the coil wire of the device likely caused by minute device mobility, as observed during re-implantation surgery. The problems given in the patient report appear to match the damage found. Other damages found during investigation are attributable to the removal surgery.this is a final report.

Event description:
The patient reported intermittence in hearing impressions. Upon observation the implant body appeared to be slightly tilted and device functioning was unstable (functioning when pressure was placed on the implant housing).